Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2021). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that one year, eight months, and five days post a port placement via the left internal jugular vein, the catheter had allegedly fractured. It was further reported that the catheter allegedly leaked and appeared to be obstructed. Furthermore, inspection of the port demonstrated that the reservoir within the port allegedly had partially eroded. Reportedly, the port system was removed and replaced. There was no reported patient injury.

Event description:
It was reported through litigation process that sometime post a port placement procedure, the catheter allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported fracture issue, as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and eight months post new port placement, the infuse-a-port was accessed in the usual sterile fashion. Injecting contrast was extreme in leigh difficult, and after injection there was a small amount of contrast outlining the infuse-a-port, consistent with fracture of the port catheter or the diaphragm. Around four days later, malfunctioning infus a port fractured was planned for removal. To maintain the current access in the left internal jugular, the port was cut catheter and attempted to advance the wire through the catheter. However, the wires were not able to be advanced through the catheter. On closer inspection, the catheter tubing appeared to have a bluish gray thick substance lining the wall of the catheter and significantly decreased flow through the port. The port was then removed in toto. Further inspection of the port demonstrated that the reservoir within the port had partially eroded with this similar blue/gray material. Next, access was obtained to the left internal jugular vein with a micro puncture kit. There was some difficulty in advancing wire centrally and a central venogram was performed, demonstrating patent central veins. Eventually, the microwire was able to be advanced into the inferior vena cava. The new port was then placed. The port aspirated and flushed normally and was locked with heparinized saline solution. Therefore, the investigation is confirmed for the reported fracture, fluid leak, catheter obstruction and material erosion. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 04/2021), g3, h6 (method) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that one year, eight months, and five days post a port placement via the left internal jugular vein, the catheter had allegedly fractured. It was further reported that the catheter allegedly leaked and appeared to be obstructed. Furthermore, inspection of the port demonstrated that the reservoir within the port allegedly had partially eroded. Reportedly, the port system was removed and replaced. There was no reported patient injury.